Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. The event history log was reviewed. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation performed flow accuracy test on the device and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was infusing slower than intended during programming/setup. There was no patient involvement. No additional information is available.